Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient experienced a change in therapy effect. The patient was admitted last night and has an altered mental status. No further information was provided and there were no further complications reported/anticipated.